Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "[Name removed] called requesting a RMA to send this unit in for repair. The rts noticed this issue during set up. (He understands about the limited support for the airlife driver) he explains that the issue is with the alarm. When turned on, the unit alarms appropriately (visual and audibly), but after a few minutes, the audible disappears. Only the visual alarm remains. He can turn the unit off and then back on again and the audible alarm comes back on. After a few minutes of sounding, the audible goes out again. He would like this evaluated and repaired if possible."

Manufacturer narrative:
(B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab technician. The carefusion failure analysis lab technician evaluated the device, verified the complaint and determined that the root cause of the failure was faulty buzzer assembly on the main pcba. The carefusion factory service department replaced the main pcba and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion, the device was returned to the customer ready to be placed back into service. A review of the carefusion complaint system for the past two years revealed no trends involving the same part numbers and/or failure modes, thus at present carefusion considers this to be an isolated incident. In addition the airflife ncpap driver has been discontinued and as of (B)(4) 2010 the airlife driver is no longer manufactured or sold.